Event description:
The consumer reported their thermometer was giving false negative readings on their grandson. The device allegedly read 4-5 degrees lower than the child's actual temperature. The consumer took her child to the see a doctor where it was confirmed that the child had a fever. There were no complications from this incident, and the pt is going fine now.